Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events of seroma and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV, and fluid around the implant.

Event description:
Patient reported right side encapsulation and "feeling pain/discomfort in this breast for many years." Device remains implanted. Additionally, patient reported right side capsular contracture, baker grade IV, fluid around the implant, and radial folds.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.7., h.6.

Event description:
The device has been explanted.